Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer experienced an issue with an enteral feeding pump. On (B)(6) 2016, upon triage service found that the unit had burned component.

Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found burnt components on the main pcb and the power supply pcb. The rear housing had burnt marks on it as well. There was evidence of liquid ingress inside the unit which most likely caused the components to burn. This unit was sent for disposition and replaced with a new unit. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported an issue with an enteral feeding pump. On 09/29/2016, upon triage service found that the unit had a burned component.